Manufacturer narrative:
Concomitant product: product ID: 4568-53, lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead triggered a warning for polarity switch due to low impedance. The lead remains in use in unipolar due to the better measurements in unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.